Manufacturer narrative:
E1. (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation still in progress.

Event description:
It was stated that the tubing disconnected from the luer lock during an ongoing infusion in the tunneled central venous catheter. The event while in use with a patient, with patient harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the luer connection, which was determined to be absent of bonding solvent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation attributed the issue to an error during the manufacturing process. Complaint information will continue to be monitored.